Event description:
The customer reported being hospitalized due to high blood glucose of 702mg/dl by the time the paramedics arrived. The customer mentioned that he had a heart attack. The caller stated that the insulin pump did not alarm when he had a low reservoir. Further testing could not be performed as customer stated that the insulin pump is functioning properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.